Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A video has been provided and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage was found at the hole of the locking wire after insertion. A new drainage tube was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one navarre drainage 8f 30cm catheter with locking pigtail was returned for evaluation. Functional and visual evaluations were performed. The investigation is confirmed for fluid leak, as the device leaked when the sample was tested as received. However, the sample functioned properly under laboratory conditions after the rubber seal was pushed over the indent in the hub as instructed by the appropriate IFU. The root cause for the malfunction was determined to be use related. The video showed the device being infused and leaking out of the hole where the wire is pulled out of. In the video, the strain relief was not locked into place. The device reproduced the leaking when the strain relief was not locked into place, under laboratory conditions. However, when the strain relief was locked into place as instructed by the IFU, the device showed no leak when it was infused and aspirated. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that leakage was found at the hole of the locking wire after insertion. A new drainage tube was used to complete the procedure. There was no reported patient injury.